Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information available at this time, no definitive conclusions can be made. It appears, by comments made by the md during the patient's readmission on (B)(6) 2007 that the composix kugel mesh was not contributory to the patient's partial small bowel obstruction. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain due to defect in mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2001 - repair of recurrent umbilical hernia with flat mesh (note: see MDR 1213643-2012-00486 for information related to the flat mesh). (B)(6) 2006 - primary repair of recurrent umbilical hernia. There was no indication that the flat mesh was visualized during this procedure. (B)(6) 2006 - primary repair of recurrent umbilical hernia. Fascial dehiscence was noted resulting in small bowel obstruction. There was no indication that the flat mesh was visualized during this procedure. (B)(6) 2007 - excision of the flat mesh and repair of recurrent incisional hernia with composix kugel mesh. Reportedly, a loop of small bowel was found to be adhered to the flat mesh. (B)(6) 2007, admitted for partial small bowel obstruction that resolved with conservative management. Reportedly, there was no indication that the composix kugel mesh was contributory. Upon discharge the patient was noted to be healing well without pain.